Manufacturer narrative:
(B)(4). So far the device is not available at our facility for effective investigation. The sample has been requested from the customer and a supplemental medwatch will be submitted once the sample is returned and further info becomes available.

Event description:
It was reported that there was leakage from outlet during using on pt. Ref.:# (B)(4).